Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. During examination, noise oversensing on the atrial lead was noted causing inappropriate automatic mode switch. The pacemaker was reprogrammed to resolve atrial lead noise oversensing anomaly. The patient was stable in condition.